Event description:
It was reported that the device is undersensing premature ventricular contractions. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is undersensing premature ventricular contractions. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was further reported that the device has been explanted and replaced with a pacemaker.